Manufacturer narrative:
On 14-jan-2022, mentor became aware that the suspect medical device is not a mentor memorygel breast implant 440cc gel breast as was previously reported. The mentor failure analysis lab received an unspecified mentor gel breast prosthesis on 13-jan-2022 for this complaint. Additional event information was received on 14-jan-2022 that indicates that the received device is the complaint device. As a result, the brand name was updated to unknown gel implants, and UDI and PMA are currently unknown. On 21-jan-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the anterior view. Additionally, a tear was noted within the shell wear, measuring approximately 0.2 cm. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 440cc gel breast prostheses developed baker grade iii capsular contracture in both of her breasts post implantation. Bilateral capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.